Manufacturer narrative:
Manufacturers reference (B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant. The proximal part was incorrectly placed. When they removed safety wires to deliver the graft, the proximal part didn't open in the right way and the result was a bad position to the wall of the proximal part of the graft: the part of the graft that touched the external curvature was in place, but the part that touched the internal curvature was few cm distal. They pulled the part of the graft that was delivered more distal, with a biopsy pin (access from right axillary artery) in order to put the graft in place. They obtained a better position of the graft, but a part of the bare stent was folded. Patient outcome: the patient did require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers reference (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. (B)(4). Summary of investigational findings: based on the provided information it was not possible to determine the root cause as no imaging was received to support this investigation. According to the information stated in the event of description, the difficulty was experienced after placing the stent graft which was located on the inner curvature of aorta. The complaint history of the reported event shows this issue to be related to problems concerning stent grafts of this diameter size. Internal action is initiated to investigate the root cause. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or ontribute to a death or serious injury if a malfunction occurred.